Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer controller was not responding to pixie bus commands. The field service engineer replaced drawer controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system drawers 3 & 4 were not opening caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d brand name, catalogue, model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 16-jan-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawers not opening was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that upon inspection found drawer controller was not responding to pixie bus commands. Replaced the drawer controller board. It was configured into database. During dchu visual inspection: p/n 151730-21: received with thermal damage on integrated circuit u501 (buck switching regulator ic). During dchu testing: p/n 151730-21: due to thermal damage found during visual inspection, no further testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported when using the bd pyxis¿ medbank tower system drawers 3 & 4 were not opening caused a delay in retrieving medication to patient. As per part investigation, it was determined that thermal damage to component on the circuit board resulting from an electrical failure. However, there were no adverse events or injuries reported based on this event.